Event description:
A customer contacted beckman coulter inc. (Bci) regarding one false high alanine aminotransferase (alt) result of 52iu/l. Upon rerun, the result was 28iu/l which was reported outside of the laboratory. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
A field service engineer (fse) was on-site. Per fse, qc has been acceptable. There was residual blood seen on top of the capped primary tubes. The customer has not been wiping off the residual blood as instructed in the bci IFU for this instrument. As of date, after wiping the top of the capped tubes prior to cap piercing and sample pickup or removing the tube cap prior to sampling, there have been no further incidents of erratic results. The root cause for this event is the customer not following bci recommended labeling for sample tube preparation.